Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 240 mg/dl. During troubleshooting for high blood glucose, it was found that reservoir had a large air bubble. Customer was advised to change infusion set and reservoir.